Manufacturer narrative:
The call ended before the customer's personal information, or product information could be obtained. It's not possible to determine the manufacture date without the meter information.

Event description:
The customer tested his blood glucose using his contour meter and received a reading of 220 mg/dl. He retested using another meter and received a reading of 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.